Event description:
It was reported that unvtd bld hand pump w/180 flt ss separated. The following information was provided by the initial reporter: material no: 10010903 batch no: unknown. It was reported that while using "in-line hand pump" the plastic at end separated.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10010903 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unvtd bld hand pump w/180 flt ss separated. The following information was provided by the initial reporter: material no: 10010903, batch no: unknown. It was reported that while using "in-line hand pump" the plastic at end separated.